Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section g3, h2, h3, h4, h6 and h10 for updates. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The error light was lit when powered up. Additionally, it was found that the printed circuit board was faulty. A device history record review was conducted, and no issues were identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device " error light is lit when powered up". The issue occurred during a therapeutic percutaneous nephrostolitomy procedure, during the time when it was identified that the shockpulse would be needed. The device was replaced. The intended procedure was completed using a similar device. No harm reported due to the event.

Manufacturer narrative:
The subject device was received, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation .

Event description:
It was reported the subject device " error light is lit when powered up". The issue occurred during a therapeutic percutaneous nephrostolitomy procedure, during the time when it was identified that the shockpulse would be needed. The device was replaced. The intended procedure was completed using a similar device. No harm reported due to the event.